Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2018. No further follow-up is planned. "Evaluaiton" summary: a male patient reported that on (B)(6) 2018, the injection screw of his humapen ergo ii device was cracked. In 2017, he experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50) via a reusable humapen ergo ii pen 54 units daily (18 units in the morning, 18 units at noon and 18 units in the evening) subcutaneously for the treatment of diabetes mellitus beginning in 2012. Approximately in 2017, reported as last year as of (B)(6) 2018, he was hospitalized to regulate the blood glucose because the blood glucose was high. Discharge date, treatment and laboratory tests done while hospitalized were not provided. As a regular basis each year was hospitalized to regulate the blood glucose. On (B)(6) 2018, it was noted that the injection screw of his humapen ergo ii pen was cracked (pc (B)(4)/lot unknown). Outcome of the event and corrective treatment were not provided. Insulin lispro treatment was continued. The operator of the device and his training status were not provided. The general model duration of use and the suspect device duration were not provided. The suspect device was not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro treatment and did not provide an assessment of relatedness between the reported event and humapen ergo ii. Update (B)(6) 2018: this case was determined to be non-valid as there was no identifiable valid event and valid suspect. Edit (B)(6) 2018: upon review of the information received on (B)(6) 2018, concomitant device of humapen ergo ii was added to case and product compliant processed accordingly. Update (B)(6) 2018: additional information was received from initial reporter on (B)(6) 2018, which validate and upgrade the case. Hospitalization event was changed to blood glucose increased. Device was updated from concomitant to suspect. Narrative was updated with new information. Update (B)(6) 2018: additional information received on (B)(6) 2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) association to unknown lot of humapen ergo ii. Corresponding fields and narrative updated accordingly.